Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system alarms functioned as configured by the user. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating the monitor was alarming due to low mean arterial pressure (map), the nurse silenced the alarm and walked away from the bedside. This patient's blood pressure had been labile during the shift and typically recovered; however, in this instance, the pressure did not recover, other nursing staff noticed this and intervened by administering vasopressors. The map had not alarmed again after being silenced as the map did not go above the setting of 65 again. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor was alarming due to low mean arterial pressure (map), the nurse silenced the alarm and walked away from the bedside. This patient's blood pressure had been labile during the shift and typically recovered; however, in this instance, the pressure did not recover, other nursing staff noticed this and intervened by administering vasopressors. The map had not alarmed again after being silenced as the map did not go above the setting of 65 again. No other clinical information or medical intervention was reported.